Event description:
It was reported that the patient presented for remote follow up via merlin.net with a pulse generator that was in backup operation. The device was successfully reprogrammed with patient parameters in clinic. The patient was in stable condition.